Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, approximately 11mm from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it could not be determined if the device alarmed or if the internal leak contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.